Event description:
When inserted into the trocar and connected to the robot arm, the force bipolar took several tries to engage with the robot arm. Then the jaws would not close when the instrument was activated by the surgeon. A replacement instrument was opened and the case proceeded.